Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and a pod coil. During the procedure, while advancing the pod coil through the middle of the lantern, the physician experienced resistance, even after flushing the lantern. Therefore, the lantern and pod coil were removed. The procedure was completed using a new lantern, the previously removed pod coil and a pod packing coil (pod pc). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was ovalized approximately 112.0 thru 115.0 cm from the hub. During functional testing, resistance was encountered while attempting to advance a demonstration coil through the ovalized distal shaft of the returned lantern, and the coil could not be advanced any further. Conclusions: evaluation of the returned lantern revealed ovalizations along the distal shaft. If the peel-able sheath (supplied by penumbra) is not properly utilized during the procedure, and the distal tip of the catheter is forcefully gripped or pinched, damage such as this may occur. This damage likely contributed to the difficulty advancing of the coil during the procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.